Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
The customer initially reported that during a syringe module infusion, the rate changed unexpectedly from 7 ml/hr to 2 ml/hr. No patient harm was reported. During the hospital¿s internal investigation, although the user stated the rate decreased unexpectedly, it was determined the infusion changed to the kvo rate of 2 ml/hr. No device malfunction occurred, further device investigation was declined, and no other event details are expected.